Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: were gst cartridges used on all firings? Yes. Was bleeding noted in initial procedure? Yes and controlled with ligaclips. Dry at end. How long after procedure did patients hemoglobin decrease? Overnight was the exact location of hematoma identified? Next to staple line on CT. What treatment did patient require? Conservatively managed. But we had to withhold vte thromboprophylaxis. The patient then suffered a pulmonary embolus a week later. Were any issue noted with stapler performance during procedure? No.

Event description:
It was reported that after a sleeve gastrectomy procedure, the doctor used gst for the first time during procedure. He used black, green and gold reloads along with seamguard. All went well during the case, but after the patients hb dropped by three grams, they then CT'd the patient and there was a hematoma around the staple line. The patient remained stable but had to stay in hospital for an extra three days to manage the bleed on the ward. The device was discarded.